Event description:
It was reported that a nonunion occurred and two matrix rib universal plates broke postoperatively. The patient was originally treated for broken ribs on the right side. On an unknown date, the patient complained of pain. The patient was already scheduled for a secondary surgery in which the surgeon needed to repair rib fractures that were not repaired during the first surgery. The surgeon discovered the nonunion and the broken plates during the second surgery. The surgeon explanted the two plates and six matrix rib locking screws. The procedure was successfully completed. This is report 8 of 8 for file (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Devices were implanted approximately 2 years ago. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.